Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a shunt in the mildly tortuous forearm vein. The 6.0mm x 40mm, 75cm mustang balloon catheter was advanced to the target lesion. The balloon was inflated however it ruptured at 24 atmospheres at an unknown number of inflation. The device was removed as a whole unit. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: a longitudinal tear was identified in the balloon. The tear stretched from 3mm distal to the distal edge of the distal markerband and this extended proximally along the body of the balloon for a total length of 42mm. An examination of the proximal and distal markerbands identified no issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).